Manufacturer narrative:
Findings: unit received with critical pump error and pump error confirmed in history file due to moisture damage to force sensor and corroded motor home switch. Unit received with corroded electronic assemblies and corroded battery tube. Unit received with minor scratches on case, cracked battery tube threads and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.  The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error alarm. Customer's blood glucose was 14 mmol/l at the time of incident. Customer stated that when battery was removed, she noticed that the battery had leaked. Customer also stated that there were no other pump error displayed in the insulin pump. Advised customer to discontinue use of insulin pump and revert to back-up plan. Insulin pump is expected to return for analysis and is being replaced.